Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that their insulin pump keypad was unresponsive to user inputs. Customer stated the bolus amounts continued to increase endlessly. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture while they were washing dishes. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 320 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No bolus number scrolling anomaly was noted. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.